Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed episodes of noise causing pacing inhibition in a pacemaker dependant patient. The thresholds and impedance measurements were normal and stable. A procedure to investigate was completed,and it was determined that the rv set screw was not fully tightened down. The leads were removed from the device and tested. All numbers were within normal limits. The leads were plugged back into the header and all the setscrews were tightened down. The device remians in service.